Event description:
It was reported that the patient had an overdischarge condition on the implantable neurostimulator (ins) battery. The patient had not used the ins therapy nor charged the device for the past 2 months due to lead breakage. Follow up information obtained reported that the patient had the lead revision surgery after which her ins battery was able to be brought out of the overdischarge condition. The outcome was reported that the stimulation was working well for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3998, lot # v055126, implanted: (B)(6) 2007, explanted: unk; recharger model 37752, serial # (B)(6); programmer model 37743, serial # (B)(4); extension model 3708240, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk; extension model 3708240, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; lead model 3487a-45, lot # v499805, implanted: (B)(6) 2010, explanted: unk; lead model 3487a-45, lot # v499805, serial# unk, implanted: (B)(6) 2010, explanted: unk.